Manufacturer narrative:
(B)(4). The customer returned one cvc kit containing a spring wire guide (swg) assembly and catheter for evaluation. No arrow-raulerson syringe (ars) was returned. Visual inspection of the swg revealed a bend proximal to the j-bend. Microscopic examination confirmed the distal and proximal welds were full and spherical. Visual inspection of the ars was not able to be performed as the ars was not returned for analysis. The bend in the guide wire measured from 530-576 mm, from the proximal weld. The total length of the swg measured 602 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.802 mm, which is within specifications of 0.788-0.826 mm per swg graphic. The swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle. Thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a fi rm grip on guidewire." The returned swg passed through the returned catheter, lab inventory ars, and lab inventory 18 ga introducer needle with no issues. Functional inspection of the ars was not able to be performed as the ars was not returned for analysis. A manual tug test confirmed the distal and proximal welds were secure. A device history record review was performed, and one finding was identified. A non-conformance for the issue of "needle bent" was initiated for batch: 71p20l1281. This non-conformance is not relevant to this complaint. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The complaint of a swg kinked was confirmed by a complaint investigation on the returned sample. The swg body was found to contain a bend proximal to the j-bend. Despite the damage, the swg passed all relevant dimensional and functional testing. A device history record review was performed, and no relevant findings were found. Without the ars returned, the root cause of this complaint could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported on 13oct2022 that there was resistance found when the spring wire guide (swg) was inserted into the arrow raulerson syringe (ars). The swg was found kinked during use of the patient. No medical intervention was reported. The current patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022 that there was resistance found when the spring wire guide (swg) was inserted into the arrow raulerson syringe (ars). The swg was found kinked during use of the patient. No medical intervention was reported. The current patient's condition was reported as fine.